Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -14.50/1.5/109 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. The lens was implanted upside down. On (B)(6) 2024 the lens was exchanged for a same model; size and similar power lens and the problem was resolved. See MFR# 2023826-2024-01914 for initial lens.